Event description:
The subject stent was returned for analysis and the device investigation revealed that the stent was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent was seen to be deployed. The sdw was see to be kinked. The stent was seen to be broken and only 2 of the marker bands were present on the stent. The stent was seen to be deformed. The sdw was seen to be stretched/deformed. The introducer sheath was returned intact. Functional inspection: not carried out as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on the damage noted to the device during analysis. The device failed to meet specification when returned. It was reported that the subject stent got stuck inside the catheter and was not opening out of catheter after being pushing/unsheathing the microcatheter and catheter was taken out the stent got deployed by force outside the catheter. As per the additional information, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and the subject stent was noted to have been prematurely deployed, the subject stent was deformed and broken/fractured. The sdw was noted to be kinked and deformed. It is probable that the sdw and stent was damaged during the clinical procedure causing the reported difficulty to deploy the stent and the subsequent friction within the microcatheter and premature stent deployment during retraction of the stent. An assignable cause of procedural factors will be assigned to the reported 'stent failed/unable to deploy, stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during retraction/re-sheathing' and to the analyzed 'stent deployed prematurely during retraction/re-sheathing, sdw kinked/bent, stent broken/fractured during use, stent deformed and sdw deformed', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.